Manufacturer narrative:
Section b3: date of event is estimated. The event of lead revision was reported to abbott. The current lead was dislodged from battery. Lead was reinserted. Effective therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient lost cervical stimulation because the lead had disconnected from the ipg header. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was reinserted into ipg header. No additional lead was utilized. Effective therapy was restored.